Event description:
Candela laser lithrotripsy was being performed when the laser fiber broke off in the ureter leaving approx a 5cm fragment insitu. The procedure was terminated and a ureteral stent was placed to allow drainage. Two weeks later the ureteral stent and laser fiber fragment were removed in an outpatient procedure. Both confirmed by the department of pathology.